Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is under-delivering insulin. The customer had a blood glucose reading of 486 mg/dl, treated with manual injection. The blood glucose reading dropped to 408 mg/dl. The drive support cap is damaged. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a cracked end cap, scratched display window, cracked display window corner, cracked battery tube threads and missing end cap sticker.